Event description:
The customer reported that her blood glucose reached 18.0 mml/l; (324 mg/dl) after wearing the pod for longer than 48 hours. She noticed the cannula was out of the skin.

Manufacturer narrative:
The product was not returned for eval. The customer reported that the cannula dislodged from the infusion site, a condition which could interrupt insulin delivery adn contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.